Manufacturer narrative:
(B)(4).

Event description:
A minimal reservoir volume higher than expected in the pump was observed at a refill appointment. The patient reported experiencing intermittent spikes of pain. It was reported that the pump migrated from its original position, and the device was subsequently disconnected from the catheter. It was then moved from the patient's abdomen to the lower back. A catheter revision kit was used to connect the catheter to the pump.

Manufacturer narrative:
The pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Details from the reported event were corrected in this supplemental report. Internal complaint number: (B)(4).

Event description:
The pump was explanted and returned, and the patient was implanted with a new pump in a different location.

Manufacturer narrative:
(B)(4).